Manufacturer narrative:
Attempts to obtain additional information from the field were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient expired. It was reported by a patient advocate that the patient died as a result of the device, it was noted his heart was not strong enough.